Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/28/2019. It was reported by the attorney: communication was made to the patient advising that we agree to the suture being cut in half and returned to us for testing. The patient was advised that high resolution photographs of the explanted suture before it is cut and after it is cut, along with a description of how it was cut, must be sent to us at the same time that the suture is returned. The patient indicated that she is no longer willing to provide the suture. Device photo evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a piece of a suture could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the photo, no conclusion could be reached.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot lg7ctqn, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Devices captured in mw 2210968-2019-80514; 2210968-2019-80517; 2210968-2019-80518; 2210968-2019-80520 and 2210968-2019-80521.

Event description:
It was reported that the patient underwent nose reconstruction procedure on (B)(6) 2018 and suture was used. In (B)(6) 2018 the patient experienced significant nasal edema, hyperemia, itching, pain, face numbness, especially on the face left side. The patient experienced discomfort and reported that some suture parts were coming out. In (B)(6) 2019, the sutures that were used during the procedure on (B)(6) 2018 started to come out in crystallized form from the nasal cavity. During the reoperation on (B)(6) 2019, many suture knots were found at the incision site, that were used on (B)(6) 2018. It was found that the suture, wasn't absorbed after 238 days. After the reoperation on (B)(6) 2019, crystallized suture pieces continue to come out from the nasal cavity. No additional information was provided.